Event description:
In 2008, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The procedure went as planned, but the pt has an unresolved proximal type I endoleak. The pt is stable, and the physician is planning an additional procedure in 2009, to address the endoleak.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that this lot met all pre-release specs. Persistent type I endoleak.